Manufacturer narrative:
A sample was not received for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturer's acceptance criteria. The manufacturer performs a 100% final inspection for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturer's acceptance criteria. The manufacturer performs a 100% final inspection for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. (B)(4).

Event description:
A customer reported that during a vitrectomy case the forceps would not open. The issue was noted at the entrance into the eye between the vitrectomy and the peeling. The forceps were exchanged and the case was completed. No patient impact was reported. Additional information is not expected.